Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the past week the customer has been experiencing elevated blood glucose (bg) levels ranging from 250- 400 (mg/dl) with dangerous ketones. The customer delivered manual injections to address elevated bg levels. The customer's bg level was 290 at the time of the call with tandem technical support. The customer stated that the suspected cause of the elevated bg levels was the pump. This could not be confirmed as system check with tandem technical support indicated the pump was performing as intended. It was indicated that the customer stopped using the pump on (B)(6) 2016 and began using manual injections as insulin therapy. Reportedly, the customer's blood glucose level has returned to target since reverting to manual injections. It was indicated that the customer would continue to use manual injections as insulin therapy until the replacement pump was received.